Event description:
It was reported that the doctor was putting in a 34 mm 4.0 locking screw on power and the driver shaft snapped at the teeth to engage the screw. Thought is was the "power" so we tried a new screw and shaft on a t handle with the torque limiter and the shaft snapped again.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke was confirmed. Based on the investigation, the root cause of the reported broken tip was attributed to a user related issue. It was reported that the surgeon used the screw driver element with a powered drill. The op technique indicates that the final tightening must be performed manually and with a torque limiting attachment to prevent over-tightening. "Final tightening of locking screws should always be performed manually using the torque limiting attachment (ref (B)(4)) together with the solid screwdriver t15 (ref (B)(4)) and t-handle (ref (B)(4)) (fig. 13). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm." [Original statement]. A design change was performed, shortening the length of the blade of the screwdriver. However this design change was not intended to prevent breakage due to the use of power tools. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
It was reported that the doctor was putting in a 34 mm 4.0 locking screw on power and the driver shaft snapped at the teeth to engage the screw. Thought is was the "power" so we tried a new screw and shaft on a t handle with the torque limiter and the shaft snapped again.